Event description:
It was reported that during removal of the protective sheath from 4.0x38 mm xience xpedition stent delivery system, the stent implant dislodged from the balloon. No resistance was felt during removal of the protective sheath. The device was not used on the patient. A new same size device was used to complete the procedure. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.